Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported he was going too often and the controller didn't work. Patient services walked the patient through using the patient programmer and placing the antenna over the implant. The patient reported a blank screen when pressing the sync and power buttons. It was determined the patient did not have batteries in the programmer. The patient did not have any access to replacement batteries. It was noted the patient had a return of bladder symptoms on (B)(6). The patient reported the patient programmer would not power up. Additional information from the consumer on (B)(6) reported she had a return of bladder symptoms and he could feel it running down his leg. The patient stated the hcp was on vacation and he couldn't get an appointment until (B)(6). The patient stated he couldn't wait that long wanted a manufacture representative (rep) to meet with him. The patient noted the return of bladder symptoms began about a month prior to the call. There were no further complications that have been reported as a result of this event.